Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 594 mg/dl and other value was 248 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous drip. Customer had symptom like nausea. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature. Customer had alleged that insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.